Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis due to cycler malfunction. During additional follow up, the patient's pd nurse reported the patient was having symptoms of abdominal pain and cloudy effluent. On (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse stated the culture resulted with an elevated white blood cell (wbc) and no organism growth. The patient is receiving antibiotics therapy with cefazolin and ceftazidime, intra-peritoneal (ip) on an outpatient basis. The patient is recovering and completing pd treatment with the same cycler, according to the nurse. The nurse reported the peritonitis is not related to any fluid leaks or any issues with fresenius device, or product. The nurse stated the peritonitis is not related to a malfunction. It was reported the patient's pd catheter (not a fresenius product) stopped working. Per the nurse, the patient's pd catheter (not a fresenius product) as the likely source for the peritonitis event and the catheter will be further evaluated. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).